Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Foreign material found in the device could not be identified. The device was inspected by the customer prior to use in a procedure. Since the customer returned the device for annual inspection without any malfunction reported nor any procedure planned for the device, there is no record of reprocessing information available from the customer. Customer is trained on reprocessing as per the instructions for use (IFU) by olympus field service and is generally following the reprocessing steps, including brushing without doing any delay of pre-cleaning. However, the possibility of the device being used for the procedure while foreign material was present on the device cannot be denied. The automatic endoscopy reprocessor (aer) being used to reprocess endoscopes is olympus oer-aw, serial number (B)(6) . Detergent and disinfectant used with the aer is cidex. There have been no issues noted with the aer. The device is dried after reprocessing and stored in an almirah cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter adhering to the forceps base and the surrounding forceps base could not be identified and the root cause of the issue could not be determined, however, it was likely due the IFU-recommended reprocessing procedure not being completely implemented, leaving foreign objects on and around the forceps table. The event can be prevented by following the instructions for use which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that when the distal cover was removed, there was foreign material in the forceps elevator and in the forceps l-arm. This is attributed to failure to clean adequately. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is detached; connecting tube has a wrinkle; grip and suction (s) cover have a dent; control unit, switches (sw) 1 and 3, universal cord, and distal cover (c-cover) have a scratch; s-cylinder is shaved; due to wear of angle wire, bending angle and play in up/down/right/left (u/d/l/r) direction does not meet the standard value; due to damage on forceps elevator wire (k-wire), forceps raising angle does not meet the standard value; and l-arm has corrosion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for annual inspection with no reported malfunction. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that when the distal cover was removed, there was foreign material in the forceps elevator and in the forceps l-arm. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator and l-arm observed during device evaluation.